Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was acute severe dka, acute respiratory and cardiac failure, type 2 diabetes mellitus, coronary artery disease. On (B)(6) 2017, the customer had classic symptoms of the flu but without fever. The customer had not taken his medication and the spouse wanted to take the customer to the hospital. The customer's blood glucose started going up and he did not want to go to the hospital. In the morning of (B)(6) 2017 the customer was disoriented, the paramedics were called. The customer's blood glucose was over 400 mg/dl, at time of hospital arrival it had increased to 600 mg/dl, at admittance time to intensive care unit it was 900 mg/dl. The customer had neuropathy and heart disease. The customer was not wearing the insulin pump at the time of death; it was removed at the hospital. The customer did not use sensors. The caller agreed to return the insulin pump.

Manufacturer narrative:
The insulin pump was returned without a battery installed when received. The insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The insulin pump had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. Data analysis: (B)(6).